Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 08-may-2024, the patient reported that there was blockage in the tubing, which caused the patient blood glucose levels was elevated to 348 mg/dl, therefore patient had received correction bolus via pump. The patient changed supplies as necessary and resumed insulin therapy. No further information available.